Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test with associated code 203-pulse test fault and code 102- charge profile fault. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing associated code 203- pulse test fault and code 203 and code 102 is an open resistor r45 on the computer/ analog (ca) board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged resistor. The last patient to use this monitor did not report any deficiencies.